Event description:
New etq record created in order to update etq (legacy system). (B)(4). Reason for original complaint - litigation alleges that the patient suffered injury. **update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. **update**(B)(4) 2013-sales rep reported that the patient underwent revision procedure due to aseptic loosening of the cup. While extracting stem, the posterior aspect of the srom stem fractured away from the implant. The fractured piece was retrieved from the femoral canal. Stem is now being reported to address the implant fracture. Update rec¿d (B)(4) 2014 - medical records received. Patient revised to address pain. Upon revision, trunnionosis between the head trunnion junction, and a small amount of fluid in the joint were noted. The adapter sleeve is being added to the complaint. This complaint was updated on: (B)(4) 2014

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.